Manufacturer narrative:
Unknown part number, UDI unavailable gtin unavailable, product made prior to gtin compliance date without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an attempt to remove the ccacf holder from the ccacf spacer, the holder was sticky and implant remained intact to the holder. When the holder was pulled back, the spacer stuck to the holder and fell onto the ground. There was a surgical delay. No fragments generated. The procedure successfully completed. No patient consequences. This report is for one (1) corticocancellous acf spacer. This is report 1 of 2 for (B)(4).